Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change, the ilet displayed an ¿unable to proceed¿ message and would not advance past the change cartridge and tubing step despite guidance to restart and perform a dry run, with relevant supply lots provided and subsequent replacement coordination initiated; the medical device problem and device component were not further specified due to insufficient information. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user or third party. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.